Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Initial reporter phone number:(B)(6).

Event description:
It was reported that the patient passed away on (B)(6) 2023. The cause of death was unknown and not provided by the customer. There were no device issues at the time of outcome. The death was not considered to have been device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome cannot be conclusively established through this evaluation. The patient expired on (B)(6) 2023. The cause of death is unknown and was not provided by the customer; however, it was reported that the death was not considered to be device or therapy related. Privacy laws reportedly prohibit the customer from providing information regarding the case. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information has been provided. The manufacturer is closing the file on this event.